Manufacturer narrative:
Some info for this report had not been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but does indicate a possible sensitivity reaction to cyanoacrylates or it's derivatives. The package insert provides contraindications and adverse reactions: do not use on pts with a known hypersensitivity to cyanoacrylates or formaldehyde. Reactions may occur in pts who are hypersensitive to cyanoacrylates or formaldehyde.

Event description:
The consumer reported that 8 days postoperatively after a breast reduction there was a reddened area, rash, and itching at the incision site where dermabond (r) was applied. The consumer started taking claritan for the itching and was seen by the physician in 2008, when she started having red bumps, like "sandpaper", on her abdomen. There was no sign of infection. The pt saw her physician again two days later, and was prescribed prednisone. At that time the physician advised the pt to remove the dermabond (r) and apply polysporin ointment. After removing the product by picking off what she could see, the same bumps appeared just under her bra line on torso. During a follow up fvie months later, the pt is doing well and has fully recovered.